Event description:
The target lesion was the proximal lad. The lesion was de novo and slightly tortuous, but was not calcified. There was 90% stenosis. The lesion was crossed with a guidewire (rinato) and ivus was conducted . Pre-dilation was conducted with a balloon (ikazuchi 2.5/15mm) and a cypher stent (3.5/13mm: complaint product) was delivered to the target lesion without issues. When the cypher was being inflated, the pressure would not increase above 5atm. Rupture was confirmed by contrast media leakage on cag and the cypher was retrieved from the pt as a single unit. When the sds was flushed outside the pt, leakage from the joint portion between the shaft and the balloon was observed. To finish the procedure, taxus was implanted at the target lesion. The procedure was finished successfully. There was no pt injury reported. The product will not be returned for analysis due to the pt's infectious disease (hcv). The physician did not indicate any anomalies prior to use. The device was able to prep normally and maintain negative pressure. The contrast to saline ratio was 1:1.

Manufacturer narrative:
This device (B)(4) is distributed outside the united states; however, it is similar to the united states product cxs 13350. The product is not available for analysis. Additional info will be submitted within thirty days upon receipt.